Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. The customer's blood glucose was 109 mg/dl. Reportedly, the customer was able to charge the pump with an alternate cable and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.